Manufacturer narrative:
(B)(4): a replacement device was provided to the customer. Physio-control has received the device and is in the process of evaluating it. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device would not power on ac or battery power. There was no pt use associated with the event.